Manufacturer narrative:
Additional information: d4, d9, g4, h3, h4, h6, h11. H4: the lot was manufactured between january 23, 2023 - january 24, 2023. H11: two (2) actual devices were received for evaluation. Visual inspection on the units under a lighted magnifier noted brown dots located at the lower part of the stressmember. The stressmember is located inside the bladder. When the units were disassembled for further inspection, the brown dots were found to be embedded within the material of the plug. The dots were molded within the material of the plug and therefore were not in the fluid path. The plug is a component assembled at the lower part of the stressmember. The brown dots were identified to be the same material as the plug. The reported condition was verified. The cause of brown dots embedded in the material of the stress member plug were related to supplier of the plug. The supplier of the plug had already taken action to improve the molding process of the plug to minimize occurrences of pm embedded in the plug, and the supplier's action was completed in february 2024. The complaint samples were manufactured in july 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that brown markings were observed in the filter area of two (2) large volume infusors. This issue was discovered in the compounding facility during visual inspection prior to patient use. There was no patient involvement. No additional information is available.